Event description:
It was reported that the right ventricular lead was noted to be oversensing t waves on a remote monitoring transmission and a lead I ntegrity alert was triggered. The patient was subsequently seen in the clinic to disable the alert and for provacative testing. Oversensing was not reproducable and all parameters were within normal limits. The physician decided to continue monitoring, made no programming changes, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5072 implantable pacing lead (B)(6) 2005. (B)(4).